Event description:
It was reported that before a procedure the device was presenting a disc error. (Errcode=80000000). The sales rep tried restarting the device and troubleshooting with a keyboard attached to the back of the navio with guidance from a tech. He was unable to get the system to power on without displaying the error message. The doctor performed a manual procedure with smith & nephew instrumentation. No delay or patient harm was reported.